Manufacturer narrative:
(B) (4). This report will be amended when our investigation is complete.

Event description:
Patient came to the operating room with hyper-extension. The surgeon created exposure and noticed the post was broken on the insert. Implant was removed with no issues.